Event description:
Procedure: liver resection. According to the reporter: during hepatectomy at last step the middle and left hepatic vein were encircled and stapled for hepatectomy. Vessels were dissected free, no other tissue was present in stapler. Stapler with cartridge in max of the staple line with massive blood loss from 1 inch hole in vci, managed by total clamping of the vci and suture repair. There was unanticipated blood loss of 1000ml. Surgical time delayed for more than 30 minutes increasing cold isolemie time with 1 hour.

Manufacturer narrative:
(B)(4).